Event description:
Complainant alleged that the associated defibrillator failed to detect the attached internal paddles and the paddles failed to discharge. Complainant indicated that there was no pt involvement in the reported malfunction.